Event description:
The customer reported that this patient experienced syncope one month ago, with the latest episode yesterday. Upon admittance to the hospital, the patient and device system were evaluated. Evaluation showed ventricular loss of capture and autocapture was in retry mode. Ventricular threshold values were elevated on daily measurements, as well as during a commanded test. Impedance measurements were stable and r-waves were small. Noise could not be created with isometrics and pocket manipulation. X-ray revealed dislodgement of 1cm; lead lost contact with tissue upon sitting up. Dr. Revised and surgically abandoned lead 1 week later.

Manufacturer narrative:
The manufacture is trying to get the device back for analysis; if obtained a follow-up report will be sent.